Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results is about 168mg/dl. Back to back blood test performed during call ((B)(6) 2013; 9:24am) with results of 128 mg/dl and 126 mg/dl. Comparing results to other undisclosed meter and is getting readings that are about 30 points lower. Test strip lot MFR's expiration date is 04/27/2015. Recall test results performed from meter memory:(B)(6); 8:20am - 129 mg/dl; (B)(6); 9:17am - 133 mg/dl; (B)(6); 8:17am - 85 mg/dl; (B)(6); 11:33pm - 103 mg/dl; (B)(6); 11:05pm - 144 mg/dl. Based on the customers expected results (168) and the lowest result in memory (85). The complaint is reportable (zone b/c). Adverse event not reported.